Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs patient controller (pc) no longer connected to the scs ipg. The pc displayed the "generator is not responding" message. Reportedly, the issue began after the patient underwent a thyroid procedure. Diagnostics of the generator logs indicated the ipg was in the service application state or inoperable.

Event description:
Follow up information received identified the patient had the ipg explanted and replaced with a new one. Stimulation therapy was reportedly restored postoperatively.